Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device cannot use sync mode.

Manufacturer narrative:
The fse visited the customer site and confirmed that the device cannot use sync mode. The ECG simulator test was performed to resolve the issue and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.